Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed with a s320 error code (homing timeout, left) and would not reset. This oe snot indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device alarmed with a s321 (motor error - pmc, left) service alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.